Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs for the reported event date of 02/02/26 were reviewed and showed no evidence of a device malfunction. ECG signals were present; however, intermittent and noisy signal quality was observed due to repeated ECG lead fault and cable ID toggling. A 12 lead acquisition attempt failed to recognize a valid cable ID, preventing interpretation, which is consistent with the customer's report being potentially accessory-related. The device was tested and the customer's report could not be reproduced. The accessories were not returned for evaluation. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.